Event description:
It was reported that the pt experienced coupling or communication issues. The implantable neurostimulator (ins) had never fully charged since implant. Starting in (B)(6) 2011, the ins would not charge at all. The pt could see all the boxes, but none would fill in. The ins would flash between 0 and 25%. The pt programmer was working but showed the ins needed charging. It was also reported that the incision over the ins was red since the implant in (B)(6) 2011. The other incision was fine. The ins was located on her right hip and would catch on things. The pt had an appointment with her hcp scheduled for (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information. The reporter stated the patient was doing "fine." Recharging was going "ok" and the patient was getting "a little" better stimulation coverage.

Manufacturer narrative:
(B)(4).